Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using a penumbra smart coil detachment handle (handle). During the procedure, the physician deployed a penumbra smart coil (smart coil) into the target vessel and then attempted to detach the coil about four to five times using an initial handle but was unsuccessful. The physician then opened a new handle and also made about four to five attempts to detach the same coil but was still unable to do so. Therefore, a third handle was opened and used to detach the same smart coil. The physician continued to have difficulty detaching subsequent coils; however, the procedure was completed using additional smart coils and the third handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The following sections have been updated based on additional information obtained on 04/28/2017: lot #, expiration date, device manufacture date. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.